Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and healthcare professional (hcp). It was reported that the patient was getting an MRI for back pain and it was unknown if the symptoms were related to the device or therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that while charging, the patient got a shock-like sensation from the device and started favoring/turning to the left side. The patient was also not getting enough pain relief. Impedances were checked and were normal. The health care provider did an x-ray and the patient was reprogrammed which resolved the issue. There were no surgical interventions planned or performed. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The x-ray showed that the lead moved down/migrated one contact. The rep was able to program around the issue. It was noted that the patient had been very active after the implant surgery, specifically working and lifting. No further complications are anticipated.